Event description:
It was reported that 15 months after a perigee was implanted, the patient experienced bloody discharge. A small mesh exposure was noted near the condensed polypropylene in the right vaginal fornix and upper anterior incisional area. The mesh was removed 4 months later with no further exposure to date. No further patient complications were reported.